Event description:
Error on display screen of insulin pump resulting in an elevated blood sugar requiring the need of an insulin injection. This required no physician or hospital intervention. Injections were done at home.